Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the investigator verified cs 078-0008 and cs 064-0008 alarms in black box and history. The battery compartment cracked from the case seal to the grip. Performed rewind, load, and prime with no alarms. Exercised pump for 24 hours on a 1 u per hr basal rate with no alarms. There was corrosion on motor flex, connector, and surrounding components. Investigator confirmed issue in history but was not able to reproduce during investigation. (B)(6).